Event description:
Event description boston scientific received information that pre-implant, this implantable cardioverter defibrillator (ICD) had a normal charge time, however the gas guage showed that the battery was about 20% depleted. There was no mention of the monitor voltage measurement.